Event description:
It was reported that the pulse generator exhibited a rate variability. The device would be monitored and remained implanted.

Event description:
Additional information reported stated that the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.